Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected error message from the insulin pump. The customer's blood glucose reading was 16.1 mmol/l. The customer stated that his pump appeared to be in suspend mode and he was not sure why. The customer stated that there is an open circle between the reservoir icon and the time, as well as the word "suspend" and the numeral 30 on the screen. The customer stated that he did not use sensors. The customer stated that when he tried to bolus, the alert disappeared. The customer did not wish to troubleshoot further.